Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation was not able to find any discrepancies on the instrument tips upon visual inspection. The tips were found to be aligned. Failure analysis investigation also found instrument drive cable to be frayed. The pitch cable was frayed at the distal clevis hub. The frayed strands was sticking out at the instrument wrist. The other cables at the wrist were not damaged. The conductor wires were intact and undamaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the pk dissecting forceps instrument jaws did not meet, not aligned. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.